Manufacturer narrative:
The customer ran precision studies. Values in the upper area of the assay measuring range were ok, but values in the lower end of the measuring range were different. The cells and lamp were exchanged. The field service engineer cleaned and adjusted all probes. The customer had no further issues after these actions. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient urine samples tested with albt2 tina-quant albumin gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The reporter also mentioned they were getting calibration duplication errors. The customer tried replacing a system reagent and replacing the microalbumin reagent cassette, but the calibration duplication errors continued. The first sample initially resulted in a microalbumin value of 62 mg/l, which repeated as 18 mg/l. The higher value was expected as the correct result. The second sample initially resulted in a microalbumin value of 30 mg/l, which repeated as 50 mg/l. The microalbumin reagent lot number and expiration date were requested, but not provided.